Event description:
Capio device number 831125 jammed and did not pass arrow head, with loaded suture, properly. Arrow head retained in pt. Surgeon felt device was faulty. Device was opened by surgeon to search for arrow head. Not found. Device was discarded.